Event description:
A user facility reported a leakage at the housing cover of the oxygenator. The oxygenator was exchanged. The patient experienced a blood loss of approximately 200 ml. Upon follow-up, it was reported this event had no impact on the patient and the return sample was received by xenios.

Manufacturer narrative:
Additional information: d4, d9, h6 plant investigation: the described situation is adequately addressed in IFU and/or on the label. The complaint sample (oxygenator) was received on november 22, 2024. During the investigation of the complaint sample, there was no leak coming from the oxygenator cover, however, a small leak was detected coming from the recirculation port. It was assumed that blood from the leakage at the recirculation port got under the lid edge of the oxygenator as blood residues were visible underneath the oxygenator lid and around the recirculation port. A small leak occurred during leakage test at pressure of about 1 bar. No leak was detected at the oxygenator lid or other parts of the housing. There was no visible damage at the recirculation port. Leakage test of both, the port and the luer-lock adapter of the venting line with a reference male/female connector resulted in a small leak at the recirculation port. No leak occurred at the luer-lock adapter. Measuring of the port showed that at a measured distance of 0.75 mm from the end face of the luer-lock, the actual value is 4.294 mm and is 0.02 mm outside the upper tolerance limit (maximum). Documentation of module production revealed no non-conformity during the manufacturing process; however, a final inspection resulted in the scrapping of one oxygenator with leak at recirculation port. One similar complaint was reported for this batch through trend analysis. The issue will continue to be monitored.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leakage at the housing cover of the oxygenator. The oxygenator was exchanged. The patient experienced a blood loss of approximately 200 ml. Upon follow-up, it was reported this event had no impact on the patient and the return sample was received by xenios.